Event description:
A trilogy evo o2 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator service required alarm relating to 'press sensor mismatch' was found in the device's error log. Additionally, the device failed a test step relating to 'internal verification positive flow'. The service technician states that the machine flow sensor was replaced to resolve the issues. A not-reportable error code relating to 'drift debug' was also found in the device's error log. It is noted that the device passed all testing.

Manufacturer narrative:
The reported pressure sensor mismatch alarm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function or deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.